Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail balloon ruptured at 4 atms. It is unknown how many inflations were performed. The lesion being treated was a calcified lesion in an unspecified coronary artery. No pt injuries or complications were reported. Pt status is reported as 'good.'